Event description:
A catheter problem was reported. It was stated that the catheter "broke off in my spine." Patient desired to have pump/catheter removed. Drug delivered via the system was fentanyl. On (B)(6) 2011, healthcare provider stated that the patient experienced increase in low back and leg pain. They were not sure if it was a disconnect or a fracture. A CT scan was done on (B)(6) 2011 where they confirmed a "fracture of disconnect." The pump was turned down to 12.1 on (B)(6) 2011. Patient was seen by a neuro surgeon; "they didn't feel it was urgent." It was stated that the patient was "doing fine at this point."

Manufacturer narrative:
(B)(4).